Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, a new medication was not showing a barcode when being pulled from the station. They stated that the medication had been added to the system, but they were having difficulty making it available for nurses to remove from the machine. Although they were able to scan the medication into the system, the barcode did not appear when they attempted to pull the medication. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, a new medication was not showing a barcode when being pulled from the station. They stated that the medication had been added to the system, but they were having difficulty making it available for nurses to remove from the machine. Although they were able to scan the medication into the system, the barcode did not appear when they attempted to pull the medication. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist followed up with multiple times regarding the issue and asked about any error messages or device name for further investigation. But didn't receive any response. So tss proceeded to close the case.